Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The target lesion was located in the mid right coronary artery (rca). The pt was given panaldine and aspirin before the procedure and the lesion was predilated with a 3.25x13mm non bsc balloon. A taxus liberte stent of unknown size was implanted in the mid rca and it was noted that the stent was well positioned and apposed. Panaldine and aspirin were given to the pt at discharge. When the pt came back for a three month follow-up appointment, it was discovered that there was in-stent restenosis in the mid rca. A non bsc stent was implanted in the lesion to successfully treat the in-stent restenosis. No additional pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.